Event description:
Subluxed lens was being retrieved from patient's right eye with the use of a 27 gauge maxgrip forcep. The tip of the maxgrip forcep broke while in the eye. Another instrument was used to retrieve the broken tip.